Manufacturer narrative:
Additional information received ; as per the physician the mi is not procedure or device related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI #: (B)(4); product ID: etlw1616c124e, serial/ lot #: (B)(4), ubd: 21-oct-2022, UDI #: (B)(4). Product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. It was reported the patient expired following completion of the evar due to the ruptured aneurysm <(>&<)> a myocardial infraction. No additional clinical sequelae were provided and the patient is expired.